Event description:
It was reported that the ventilator generated an alarm indicating low o2 concentration. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Initially it was reported that the ventilator generated an alarm indicating low o2 concentration. On-site investigation was performed. The claimed issue was reproduced during troubleshooting. According to received information, o2 cell/sensor test failure during pre-use check also occurred. The issues were solved by o2 cell replacement. The ventilator passed all functional and safety tests and was cleared for clinical use. The o2 cell is only measuring and its failure would not affect ventilation. Therefore, this situation is not-safety related, the issue will be noticed before use and appropriate measures can be taken.

Event description:
Manufacturer's ref. #: (B)(4).